Manufacturer narrative:
Reporter is a synthes employee. Part: 314.05; synthes lot: 4284173; supplier lot: na; release to warehouse date: june 14, 2001; manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: cannulated 4.0 mm hexagonal screwdriver was received at customer quality (cq). Upon visual inspection at cq, it is observed that the hexagonal tip part of the screwdriver was broken. Broken part was not returned at cq. Thus, the complaint is confirmed. Dimensional inspection (gauge pin: gp29): dimensional inspection was performed on the device. The internal diameter of the device closer to the broken tip was measured to be within specification as per the drawing. The received condition was determined to agree with the complaint description. Document/ specification review: the following drawing(s) was reviewed; cannulated hexagonal screwdriver for 7.3 mm cannulated screw, screwdriver shaft f/7.3 mm cann screw. No design issues or discrepancies were found during this investigation. Mre review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: a visual inspection and document/ specification review were performed and observed that the hexagonal tip of the device was broken. Thus, the reported complaint is confirmed. It is possible that the device might have encountered unintended forces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pelvic surgery on an unknown date, while inserting a synthes 7.3 cannulated screw, two (2) hexagonal screwdrivers were damaged beyond repair. The surgeon used a screwdriver from another set to complete the procedure. Procedure was successfully completed with no delay. There was no patient consequence. Upon manufacturer receipt and investigation, it was determined that the device was broken. Concomitant devices: 7.3 cannulated screw (part: unknown, lot: unknown, quantity: 1). This report is for a cannulated 4.0 mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).